Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on 06/06/2016 that the patient passed away on (B)(6) 2015. Patient's husband woke up early on (B)(6) 2015 to check patient's blood sugar and she was cold. Paramedics were called, and they announced that the patient passed away at the scene. Patient's husband stated that the patient had been struggling with a bladder infection. Patient's husband drove the patient to the hospital on (B)(6) 2016. Patient's husband stated that the patient was given fluids and antibiotics, but there was no diagnosis that he was aware of. The cause of death was unknown. A certificate of death was not provided. Patient was wearing the continuous glucose monitor (cgm) at the time of death. Patient's husband stated that the cgm was working fine. There was no alleged device malfunction. Additional event or patient information is not available.